Manufacturer narrative:
Impact code.

Event description:
It was reported and through investigation that a patient with a 25mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 7 years, 12 days due to calcification with regurgitation. The patient presented with heart failure and shortness of breath. The procedure was performed with a 23 mm 9750tfx transcatheter valve. Patient tolerated the procedure well.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with a 25mm 6900ptfx mitral valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 6 years, 11 months due to calcification. The patient presented with heart failure and shortness of breath. The intervention date to be determine.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.